Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager; embolic protection: nav6 ((B)(4)/unk). Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. In this case, it may be possible that anatomical conditions, contributed to the reported inaccurate delivery (stent migrating forward). However, without return of the product, a definitive cause for the reported deployment issues cannot be determined and there is no indication to suggest a product quality deficiency. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. The rx accunet recovery catheter ((B)(4)) and the emboshield nav6 ((B)(4)/unk) are each being filed under separate MFR#s.

Event description:
It was reported that the emboshield nav 6 embolic protection device (epd) was successfully positioned in the left internal carotid artery. The target lesion was in the left common and internal carotid arteries. During acculink stent deployment, the stent migrated forward and was implanted completely in the target internal carotid artery. Although the common carotid was not covered, no intervention was performed. The stent was postdilatated and the patient experienced bradycardia and hypotension. Neosynephrine was given and both resolved the same day. During attempted epd removal, the nav6 retrieval catheter (rc) was unable to advance through the deployed stent despite neck maneuvers and sheath advancement. An rx accunet shapeable tip rc could only be advanced partially through the stent; therefore, the epd was pulled down into the accunet rc and was removed from the body. There was no adverse patient sequela. Though requested no additional information was provided.